Event description:
On september 20, 2006, the facility reported to a baxter field service engineer (fse) that an arena hemodialysis instrument had pulled too much weight off a pt during treatment. The fse found the uf accuracy within specifications. The fse inspected the uf flow meter diaphram and found no problems. The fse replaced the uf flow meter diaphram as a precaution. The fse then performed all testing per the arena functional checklist and checked the unit for proper operation and accuracy. The machine was functional for use. No pt injury or medical intervention was reported in association with this incident. No further info is available at this time. If add'l info becomes available, a follow-up report will be sent.